Event description:
It was reported that a critical pump alarm was heard and confirmed by telemetry. The alarm was due to motor stall; the stall was constant. The patient did not have a magnetic resonance imaging (MRI); the cause of the motor stall was unknown. The patient was not feeling well and was having symptoms of withdrawal. Pump logs showed a stall on (B)(6) 2015 at 4:30 pm; the patient started having symptoms on that date. No motor stall recovery was noted in the logs, the stall was longer than 48 hours, and the pump displayed the "stopped pump period may exceed tube set" message. The pump was to be replaced on (B)(6) 2015, and the patient was "taking orals." The hcp did not intend to aspirate the catheter, nor did they intend to prime the pump on the back table, and they wanted to know how long the patient would go without drug. Dilaudid (20 mg/ml) dosing was discussed at 3.708 mg/day. The patient was to get drug for 25 hours and 22 minutes, and water for "25 hours 45-37 hours 24 minutes"; 0.1854 ml/day. The pump was being used to deliver bupivacaine, baclofen (unknown), and dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow up was requested to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. Some of the teeth of gear wheel 3 were s ignificantly corroded.

Event description:
The pump was explanted on (B)(6) 2015. It was further indicated that the device system was used to deliver compounded baclofen and an unknown type of "other" drug.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j10895r28, implanted: (B)(6) 2001, product type catheter. (B)(4).